Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed near the 12cm depth marking. The split occurred within a permanent kink impression. The catheter kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed dully granular, inward curving edges. Material wear, buckling and discoloration were observed in the vicinity of the split. The split was consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical stresses such as kinking gradually cause a fracture to form and propagate in the catheter material. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported, the patient has had the PICC since (B)(6) 2020, when the catheter was removed a hole was noted 12 cm from the hub. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0493 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, the patient has had the PICC since 10/05/2020, when the catheter was removed a hole was noted 12 cm from the hub. No other information was provided.